Manufacturer narrative:
UDI for gore® excluder® iliac branch endoprosthesis hgb161207:(B)(4). The device catheter was not returned and therefore not available for evaluation. The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the right common iliac artery and was treated with gore® excluder® aaa endoprostheses. After having advanced and deployed an hgb161207 internal iliac component in the intended location without issues, resistance was reportedly experienced when attempting to retract the device catheter back into a gore® dry seal flex introducer sheath dsf (12/45). To overcome the resistance, the catheter was slightly turned and the retraction movement was repeated. This time, lesser resistance was encountered and the device catheter was removed from the patient. Subsequent visual inspection of the device catheter revealed that the catheter¿s leading end had completely separated but was found to still reside on the guidewire inside the sheath. The reason for the resistance was reportedly not known and no anatomical abnormalities of the patient were stated. To facilitate retrieval, sheath and guidewire were likewise removed from the patient. The separated leading end was recovered from the sheath by employing the sheath dilator. Both guidewire and sheath were replaced and the procedure concluded as planned. The patient tolerated the procedure.